Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) was removed about a year ago because it was wearing thin and becoming painful. The patient's indications for use included multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.